Event description:
The device was used during a laparoscopic hernia repair. Reportedly, the balloon burst into the pt's cavity. The surgeon was able to retrieve the balloon and applied another device to complete the procedure. The hosp has reported no pt injury occurred.